Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v351473, implanted: (B)(6) 2009, product type: lead; product ID 3889-28, lot# v041106, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient biggest issue was getting shocked when she went through security gates. The patient was trying to see if her left neurostimulator that was no longer working may be contributing to her current issues. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report #3004209178-2014-16865.